Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be manufacturing related due to operator error/ mechanical error/ thin rubberized layer. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "for urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. " h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that 3 catheters that would not deflate after radical prostatectomy in the last few weeks. Customer was not sure if they were from the same batch as they had multiple boxes on the go. Per follow up with the ibc via email on 24nov2020, it was unknown how the catheter had been removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that 3 catheters that would not deflate after radical prostatectomy in the last few weeks. Customer was not sure if they were from the same batch as they had multiple boxes on the go. Per follow up with the ibc via email on 24nov2020, it was unknown how the catheter had been removed.